Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) was trying to resolve the alarm by only changing out the heater bag. The technical service representative (tsr) advised the hp that he would have to reset up again new supplies. The hp stated that he had done this before and nothing had happened, and wanted to know why he could not just change one bag. The hp was getting upset. The tsr advised that when changing one bag, he was opening himself up for infections which could lead to a hospital stay. The tsr again recommended changing out all of his supplies. The hp ended the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2013. She stated that she did not know about this incident but that the patient was doing well and continuing therapy without any adverse effects. Bps suggested reviewing proper procedures with the patient since the patient had indicated that he had re-used supplies on multiple occasions. The nurse will follow up with the patient.

Manufacturer narrative:
(B)(4). The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.